Manufacturer narrative:
(B)(4). Method: the returned complaint device was visually inspected, pressure tested, and submerged in a water bath to check for leaks. Results: the evaqua expiratory limb appeared to have been punctured by a blunt object, approximately 85mm from the expiratory plug cuff. The pressure test revealed that the circuit was out of specification. The water bath test revealed that the device was leaking from the location of the puncture. A lot check revealed no other complaints for this lot number. Conclusion: we are unable to determine what caused the observed damage to the circuit, but it most likely happened during transport or while in storage or use at the customer facility. All circuits are pressure and flow tested before they are allowed to leave the production line. This is an automated process and the circuit would have met the required specification at the time of production.

Event description:
A hospital in (B)(6) reported that an rt235 breathing circuit was leaking during set up. This was found before patient use.